Event description:
This incident was previously reported under the following reports: 3006705815-2021-02994. 3006705815-2021-02995.

Manufacturer narrative:
Correction, b5: reports previously sent.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-03055. It was reported the patient wanted the scs system removed. Reportedly, the patient had her stimulation therapy off for a couple of weeks and did not notice a difference in her pain relief. The patient declined an offer to reprogram the system.